Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack, a damaged battery cap, and a display failure. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The battery compartment was observed to be cracked. The battery cap threads were stripped. The pump was powered on and the display screen text appeared dim and discolored. (B)(4).